Event description:
It was reported that approximately 22 months post-implant of a bifurcated device, infrarenal aortic extension, and limb extension on the left iliac; a distal type I endoleak developed in the right common iliac artery. Reportedly, at a follow up visit, a computed tomography showed a distal type I endoleak from the right common iliac. The patient was treated with a limb extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports, no issues with the lot were noted. Actual device not returned hence no device evaluation performed. Medical records were requested from the hospital for further investigation but were denied access. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.